Event description:
Vascular port was not functioning. X-ray indicated that the catheter had broken off the reservoir & was lodged in the heart. This catheter was removed by a cardiologist. Later this individual came to another facility for removal of the retained port. Facility that removed the catheter will be sending a medwatch report regarding the catheter removal. Procedure: with the pt in the supine position under local anesthesia with intravenous sedation, the previous port in the right subclavicular space was identified. One-percent xylocaine was used to infiltrate the skin of the previous scar. Surgeon made an incision down through the skin and the scar and identified the hub of the port in the subcuticular space. Surgeon dissected this out and was able to identify the end of the port and the remaining catheter. Surgeon then grasped the flat flange of the port and dissected it from its subcutaneous bed using sharp dissection. When this was accomplished, surgeon completely separated the port from the subcutaneous attachments. Surgeon then irrigated the wound. Hemostasis was accomplished with electrocautery. The wound was closed; subq qith 3-0 vicryl and the skin with subcuticular 4-0 prolene. Steri-strips were applied. The port is going to be sent to pathologist for identification.